Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found scratches on the distal end cover, leaks from the instrument channel and the protective coating on the bending portion of the device, peeling of the adhesive on the protective coating on the bending portion of the device, electrical continuity failure of the bending portion of the device, a dent on the insertion tube, water invasion of the control body and scope connector, missing customer labels on the scope connector, angulation failure from the up direction, and a non-restorable image. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope was producing a b30 communication error code. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the device leaked and water entered the device. As a result, an abnormality occurred in the electronic component, and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.